Manufacturer narrative:
The customer replaced solenoids 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failure alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported a proximal pressure sensor autozero failure alarm occurred. In biomed, the reported issue was confirmed via confirmation of the error code in the event log. The remote service engineer (rse) advised the customer to replace solenoids 3 and 4 on the gas delivery system (gds) assembly to resolve the reported issue. The rse also advised if the reported issue persisted after the replacement of solenoid 3 and 4 then a replacement of the data acquisition (da) printed circuit board assembly (pcba) and cable if needed. The rse provided the customer with the part number of solenoids 3 and 4, da pcba, and da to motor controller (mc) pcba cable. Device evaluation and repair are pending, and this investigation is ongoing.